Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a defective battery. Further information was provided that the battery cannot be charged. There was no adverse patient impact reported.